Manufacturer narrative:
Patient medications: multaq, metoprolol, warfarin, amlodipine, atorvastatin, aspirin, calcium, and vitamin d. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. (B)(4).

Event description:
On (B)(6) 2018, the patient was attempting to be implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that while the physician was deploying the trunk-ipsilateral leg endoprosthesis, he could not retract the delivery catheter. After several attempts the lunderquist® wire was unraveling, and the nose cone of the delivery catheter kept catching on the wire. The physician could not retract the delivery catheter and chose to convert to open repair and explant the deployed device. The patient tolerated the procedure.

Manufacturer narrative:
Addition the delivery catheter was returned to gore for evaluation. The device evaluation showed the returned components consist of the explanted device, the delivery catheter and the handle. A syringe is attached to the flush port and additional accessories are returned. The ipsi-lateral leg of the explanted device appears to have been cut about 12 mm at the distal end. The leading olive is detached from the delivery catheter with about 1.5 cm of visible polyimide. A visual inspection of the olive did not reveal any damage. The other section of the polyimide can be seen at the distal end of the polyolefin shrink tube. A lunderquist® 0.035¿ stiff guide-wire is inserted through the guide-wire lumen and visible at both distal and proximal ends of the returned component. Engineering was able to move the guide-wire in both directions without excessive force by pulling and pushing it distally at the tuohy-borst valve. No damage was observed while visually inspecting the entire length of the guide-wire. Based on the findings from the evaluation, the physician¿s observation that he could not retract the delivery catheter and that the nose cone (leading olive) of the delivery catheter kept catching on the wire (contralateral) could not be confirmed with the available information. The likely cause for the leading olive of the delivery catheter catching on the guide-wire could not be determined.